Manufacturer narrative:
Internal complaint number: complaint- (B)(4). Device evaluation determined that the pump primed and flowed within specification

Event description:
It was reported that the patient experienced worsening pain, difficulty sleeping and flipping of the pump. The pump was subsequently explanted.